Event description:
The gastrostomy tube was inserted in 2009, into a female, patient. The patient was sent to the theatre the next day. The patient subsequently died, although the date of death is unavailable. No further information surrounding this event at this time. The reporter is aware if this patient's death was gastrostomy related.

Manufacturer narrative:
Date of death not provided by the reporter. Evaluation: event is still under investigation at this time.